Event description:
The system initially controlled the pt's symptoms; then the patient experienced a loss of effectiveness. The pt also experienced skin irritation and skin breakdown; the baclofen pump eroded through the skin and was exposed. The system was explanted. The pt was placed on oral baclofen. The pt recovered without sequela.